Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced critical pump error alarm. The customer's blood glucose value was unknown. The customer received the alarm when he gave himself a bolus. The customer also reported insulin flow blocked alarm. The product was returned for analysis.